Manufacturer narrative:
(B)(4).the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that the bravo capsule was retained 11 days after the procedure. An x-ray was performed, patient was experiencing some pain. Capsule detached naturally and patient status good.